Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on their first day with the ilet experienced hyperglycemia up to 347 mg/dl for approximately two hours despite no alarms, no noted infusion set issues, and no delivery interruptions; the user had eaten rice before announcing the meal and was guided to perform an infusion set change and educated on meal announcements and system learning. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included self-management at home without use of backup therapy or medical intervention, with glucose trending down to 195 mg/dl. Investigation included technical troubleshooting, user education, and review for device alarms or delivery interruptions. Investigation of this case revealed no device malfunction or component failure and indicated that hyperglycemia was most consistent with early system learning and meal-related glycemic response. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.